Manufacturer narrative:
Batch review performed on 15 march 2023: lot 2210037: (B)(4) manufactured and released on 08-oct-2022. Expiration date: 2027-08-25. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 3 months after the primary, the patient came in for a post-op appointment and the surgeon observed that the patient had a malpositioned cup and the cause of the malpositioned cup is unknown. The surgeon revised the medacta cup and liner with competitor components and revised the medacta head with a medacta head. The surgery was completed successfully.